Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported waking up with a fluid leak. He found the cycler still in setup and his catheter had become disconnected from the patient line. Fluid had leaked from the patient line. He set up with new supplies and completed treatment. The set was discarded. During follow up the patient's pd nurse reported that his effluent has remained clear. He did not have any signs of infection. He was treated with one dose of prophylactic antibiotic vancomycin. The patient reported that he fell asleep during setup and woke up when the set leaked.